Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Reason for revision: the sleeve had moved that is causing pain and instability for the patient.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found a previous incident for the reported products. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. Medical records were received and reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.